Event description:
Customer was feeling very ill on the morning of sat (B)(6) 2015. She stated her performa meter had given an e9, which indicates a new battery is required, and did not give her a reading. She called an ambulance. Paramedics took her blood glucose level on their meter and she had a reading of 24 mmol/l. She was admitted into emergency and given fluids (she was not sure what meds she was given) and her insulin was increased. She was sent home later that evening and asked to come back for blood tests the following morning. Meter was functioning at the time of the call, as battery was changed by the customer's nurse following the incident.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.